Event description:
It was reported that during a minimally invasive surgical procedure the surgeon could not lock the handles to the pak needles and converted to an open procedure using another system. No further complications were reported.

Manufacturer narrative:
The devices were returned to medtronic for evaluation. Functional check found that both devices functioned properly as intended. A review of the device history records found no documentation to indicate a non-conformance to specification. Unable to determine cause of the event.